Event description:
The pt experienced a loss of therapeutic effect; impedances were greater than 4,000 ohms on all unipolar pairs. The extension was replaced and the unipolar impedances were in normal range. Bipolar impedances were 2,342 ohms. Further info is being requested at this time.

Manufacturer narrative:
(B) (4). Late MDR is due to implementation of process improvement.